Event description:
Pt underwent abdominal aneurysm vasuclar bypass in 04. During surgery, bleeding was observed from one part of the vascular graft. Graft was replaced by a bifurcated graft and the procedure was sucessfully completed. No pt injury was reported.